Event description:
It was reported that the patient presented with an insertable cardiac monitor which failed to connect to the cell phone via bluetooth. The insertable cardiac monitor was successfully paired to the cell phone. The patient was in stable condition.